Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿causes and management of intraoperative complications in robot-assisted anatomical pulmonary resection for lung cancer¿ the following serious injury events were reported. A retrospective, single-institutional study evaluated the first 134 patients who underwent robotic-assisted pulmonary resection between april 2018 and jun 2021. Among those patients, 118 underwent lobectomy and 16 underwent segmentectomy. The da vinci xi surgical system was used for all robotic assisted anatomical pulmonary resection. Of the 134 patients, 10 patients experienced intra-operative complications that were classified as common terminology criteria for adverse events (ctcae) grade 1, with treatment rendered using varying modalities. The following noted complications were associated with use of maryland bipolar forceps (mbf) instruments. One of the patients (no. 1 in table 3) that underwent right upper lobectomy with lymph node dissection experienced injury to the distal side of the pulmonary artery with the mbf instrument. It was addressed with stapling of the artery, pressure hemostasis and use of tachosil (fibrin sealant sheet patch). Patient no.3 (in table 3) underwent right middle lobectomy and sustained a bronchus injury by the mbf during subcarinal lymph node dissection, that was managed by suture with pericardial fat. Patient no. 4 (in table 3) underwent right middle lobectomy and experienced an azygos vein injury by mbf during lymph node dissection that was managed by suture. Patient no. 5 (in table 3) underwent right upper lobectomy with lymph node dissection, where the recurrent stapled pulmonary artery was injured with the mbf during taping of the right upper bronchus which was managed by pressure hemostasis. Patient no. 6 (in table 3) underwent right upper lobectomy with lymph node dissection where the right upper bronchus was injured with the mbf also during dissection of the right upper bronchus; managed by suture with pericardial fat. Patient no. 8 (in table 3) underwent right upper lobectomy with lymph node dissection and experienced a pulmonary vein injury. The upper pulmonary vein was described as being sandwiched and injured by mbf and fenestrated forceps instruments. It was addressed by using pressure hemostasis, tachosil and stapling the upper pulmonary vein. With patient no. 9 (in table 3), during a left upper lobectomy with lymph node dissection, the distal side of the pulmonary artery was injured with mbf. The bleeding was controlled by pressure within one minute and then with sealing proximally with the vessel sealer extend instrument. Patient no. 11 (in table 3) underwent right lower lobectomy and experienced injury to the distal side of the pulmonary vein injury by the mbf during dissection. It was managed by pressure hemostasis and stapling of the left pulmonary vein. One of the patients (no. 2 in table 3) who underwent right upper lobectomy experienced superior vena cava (svc) injury. This was caused by interference of an unspecified robotic forceps and the assistant surgeon¿s suction tube outside of the field of view during upper mediastinal lymph node dissection. The svc was injured by the suction tube tip being pushed by the maryland bipolar forceps (mbf). The surgeons applied oxidized regenerated cellulose (surgicel®) over the bleeding point and applied pressure with roll gauze using fenestrated bipolar forceps. However, the pressure hemostasis was inadequate. The roll gauze was switched to an endoscopic sponge (securea®) to facilitate blood suction. Followed by layered polyglycolic acid sheets (neoveil®; and fibrin glue (bolheal®) over the bleeding point and thus finally controlling the bleeding. The surgeon then closed the right upper mediastinal pleura. Hemostasis for the svc injury required approximately 30 minutes. Another patient (no. 17 in table 3) that underwent right lower lobectomy experienced pulmonary artery injury by the interface between robotic forceps. The bleeding was managed by pressure hemostasis with surgicel® cotton and was controlled within one minute.

Manufacturer narrative:
Based on the information gathered, the maryland bipolar forceps instruments were mentioned to be associated with the intra-operative complications, but no products are returned for evaluation. With the limited information, the root cause of the customer reported intra-operative incident cannot be determined. This medwatch report (patient identifier (B)(6)) is submitted for the serious injury intraoperative complications associated with the use of maryland bipolar forceps instruments. A separate medwatch report (patient identifier (B)(6)) is submitted for the death reported in the same article. The following separate medwatch reports (patient identifier (B)(6)) are submitted for other serious injury operative complications mentioned in the same article for different instruments. Article citation: takase y, miyajuma m, chiba y et al. Causes and management of intraoperative complications in robot-assisted anatomical pulmonary resection for lung cancer. J thoracic disc jul-01-2022. View this article at: https://dx.doi.org/10.21037/jtd-22-553. Section a2 age: the patient demographic information specifically for each event was not available. The study population included: age (years), median [range]: 69[34-85]. Section a3 gender: the patient demographic information specifically for each event was not available. The study population included: males (72), females (62). Section d10 concomitant devices: cadiere forceps, fenestrated bipolar forceps, vessel sealer extend (vse) instruments and an endoscopic camera were used. Additionally: dobon (senko medical instrument mfg, tokyo, japan) was used as a blood suction and was connected to a 10-fr tube, and the tube is connected to the wall suction unit. The console surgeon can grasp the dobon using the robotic forceps.